Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, device was found to be in backup vvi. The patient was brought into the clinic for further troubleshooting. The device download was performed successfully.